Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch #692d58. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 1/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of difficult to open could not be confirmed as the device open and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number a98k3r, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 692d58, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted bladder total extirpation, the echelon could not be fired at the ileal conduit. The staples were slightly deployed at the 1st firing, but the knife did not move through and stopped. The knife reverse switch did not function, so it was released with the manual override lever. The tissue was not cut, so the procedure was completed with a replacement device. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.